Event description:
It was reported that during a ptca procedure, the balloon had been successfully inflated and deflated in the patient. Upon removal the balloon could not be deflated after inflation outside of the patient. No patient injuries or complications occurred.